Event description:
It was reported that during a da vinci hysterectomy procedure, the cable snapped on the mega needle driver instrument, replaced with another mega needle driver. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The mega needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one of the instrument grip cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit any damage. The cable segment was sticking out at the instrument wrist. The cable broke under tensile loading. The other cables at the instrument wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the grip cable could likely cause or contribute to an adverse event, if the malfunction were to recur.